Event description:
It was reported that during a kyphoplasty spine procedure using the parallax clearview access needle, the device broke inside the patient. The surgeon was unable to unscrew the device to remove it, so it had to be retrieved using a pair of pliers. The procedure was reported t obe completed without significant delay or further patient complications.